Event description:
The customer reported that during a colonoscopy using a snare connected to a microvasive (non-covidien) connecting cord, the surgeon had located a polyp. He placed the snare around the polyp and was activating the snare as he closed it. The snare did not activate, so a cold method was used to remove the polyp instead. The connecting cord was later re-plugged into the generator and the snare appeared to activate normally after that. The pt was called by the hospital as part of the f/u procedure. During the call they learned that the pt had been readmitted, and was in the ICU for a perforation. The doctor felt the perforation was due to having to use the cold method and was a result of the snare not activating. The site subsequently checked the cord and found broken wires. The generator has been checked by the site and found to function normally.

Manufacturer narrative:
The incident generator has been received and is under eval. When the device evaluation is complete, a f/u report will be submitted.